Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service communication alarm issue. The patient reportedly experienced a blood glucose (bg) measurement of 451mg/dl with moderate ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient experienced hyperglycemia as the user was unable to resolve the alarm and disconnected from the pump.